Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were extracted due to an infection and the patient experienced a pulmonary embolism. It was suspected that the infection started at the time of the generator change although the patient also has a valve that is infected. No further patient complications have been reported as a result of this event.